Event description:
During a follow-up, there was a perforation noted on the right ventricle. The right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The lead was returned due to perforation. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood. After cleaning, the helix could be retracted and extended. The helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.